Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted there were no fragments generated from the broken implant and the patient also experienced a mal-union. The broken device was explanted and a new one was implanted. It was noted the procedure was successfully completed.

Manufacturer narrative:
Based on the received picture the complaint is confirmed that the device broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Additional device product code used ktt. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was completed for part# 426.621, lot# 9743485. Manufacturing location: (B)(4), manufacturing date: nov 26, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a plate broke post operatively. Initial implant procedure was completed on (B)(6) 2016. The broken device was reportedly explanted on (B)(6) 2017. Patient condition was reported as good. This report is for one (1) 4.5 mm ti broad lcp plate 12 holes/224 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: on mar 23, 2017, it was determined that alert date/awareness date is (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.